Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA. Device not available for eval.

Event description:
During an esphagectomy procedure, the anvil disengaged and the instrument was difficult to open. The hosp has not provided any add'l info.